Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed instances of loss of ventricular capture in the segms. There was far-field signal seen in the atrium during ventricular backup pulses but at other times it was not displayed on the egms. No patient symptoms were reported. No additional information was available at this time.